Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter (B)(4) regarding a leaking cassette. There was patient involvement, but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to no sample being returned for evaluation; therefore, no root cause could not be determined.